Event description:
"Resorption of bone in the upper femur with failure of the femoral component and retroversion of the acetabular component with shortening of the extremity and chronic disabling pain."